Event description:
The patient received three leads from the same lot number. It was reported the patient was experiencing positional stimulation from his drg system. The patient stated he would feel uncomfortable "shocking" sensations when he changed positions. Diagnostics showed the left lead would have significant changes in impedance depending on the patient's position. X-ray taken showed two of the three leads had migrated. Reprogramming was unable to provide resolution. Follow up identified the patient's physician replaced all of the patient's leads. Additional follow up identified effective stimulation therapy has been restored.